Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the lead was oversensing noise. The lead was explanted and replaced. The patient was in stable condition post procedure.